Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicated that both cuffs captured the needles. The rail suture end attached to returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval as intended. However, because part of the suture containing the knot was not returned with the device, the reported suture break during the knot advancement/tensioning could not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the reported suture break during the knot advancement/tensioning could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, a suture break occurred when the needles were pulled back. Patient developed a hematoma, size unknown. A v-pad and manual arterial compression was applied to achieve hemostasis and treat the hematoma. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.